Manufacturer narrative:
The device was not received for analysis; therefore, no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Review of the directions for use notes the reported event as potential adverse event associated with the tavr/tavi procedure and use of the device. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted.

Event description:
The cvt noted rough edges at the tip of the catheter. Physician inspected the catheter and was happy to proceed using this device. The 27 mm lotus valve was advanced and positioned to the native annulus. The valve was unsheathed and all procedural steps were followed as normal. The valve was released without difficulty. During tee assessment, a small pericardial effusion was noted but not intervened upon. After the sheath was removed, the effusion didn't grow in size. Guide wire management was active throughout the procedure due to a large lv cavity and the wire had a tendency to migrate towards the mitral valve. The patient was discharged 5 days after the procedure.